Event description:
In 2007, an incident involving an injured medical team member was reported to allen medical in relation to the use of our shoulder chair device. The incident took place at hospital two days earlier. The incident took place at the end of the case, when the pt was to be removed from the chair device. The back of the chair fell and struck the surgeon who suffered a concussion. There were no long-term or life-threatening injuries associated with this incident. There was no injury or impact to the pt in this case. This was reported to allen as a problem with the device locking mechanism.

Manufacturer narrative:
The shoulder chair device was returned to allen medical for evaluation on 03/12/2007. It was inspected by engineering and quality assurance. The device was not returned in its natural state. The user facility removed the clamps from the device prior to shipment. The rail clamps (the locking mechanism for this device) were broken with the composite material showing beneath the surface. The actual lip on the mounting bracket which keeps the shoulder chair on the or table rail was sheared off. This failure did not occur during the incident, but at a much earlier date. This was evident based on the fact there was considerable wear on the broken area - demonstrating that the device was used repeatedly after the clamp was broken and it was unsafe for use. Photographs of the broken clamp and the wear areas on top of this damage were recorded and shared with the user facility. In addition to the defective and heavily worn clamps, the backboard for the chair was broken at the screws. The device was manufactured in august of 2002 and has been in regular use since that time, according to the user facility. Prior to the incident, there is no record of the hospital staff contacting allen to review the device or to schedule it to come out of service, so that it could receive necessary repairs.